Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started to run without pressing the trigger. It was further observed that an unknown liquid and other substance were found inside the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device worked with a battery device, but then it did not stop and kept running. The reporter stated that the device was last used at a meeting and had never been used in a surgical setting with a live patient. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.